Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with missing segments/partial display. Unable to do the self-test due to missing segments/partial display. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the battery compartment. The sc1 cap locks properly into the reservoir compartment. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspections: corroded battery tube, scratched case, stained keypad overlay, and pillowing keypad overlay. Missing segments/partial display was confirmed due to cracked lcd glass. Cosmetic damage was not confirmed at the back of the pump; however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1812. Troubleshooting was performed, and the customer confirmed the location of damage was back of the pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1812 was returned for analysis.